Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device having a frozen display and the ventilator device doesn't react on the touch buttons. - this occurrence was noticed during patient ventilation. - an intermittent alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton medical ag. - the instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there was need for medical intervention reported. The ventilator device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device having a frozen display and the ventilator device doesn't react on the touch buttons. This occurrence was noticed during patient ventilation. An intermittent alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton medical ag. The instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There was need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - investigation outcome. A detailed investigation was performed by an expert from the technical service: following the reported incident the ventilation continued but monitoring and change of control parameters was not possible anymore. The user replaced the ventilator. There was no harm to the patient and no delay in treatment. The incident did not cause serious deterioration of health in the patient or user but might lead to it should the event recur. On the reported date of event (08.05.2024) no technical events or technical faults were logged in the logfile as a result of the defective component. The nature of the malfunction indicated to a defective esm board. The technician on site replaced the esm board (part n° msp161658) which solved the issue. The root cause of the event was confirmed to be a defective esm board. The device works as intended again. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, h11.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: following the reported incident the ventilation continued but monitoring and change of control parameters was not possible anymore. The user replaced the ventilator. There was no harm to the patient and no delay in treatment. The incident did not cause serious deterioration of health in the patient or user but might lead to it should the event recur. On the reported date of event (08.05.2024) no technical events or technical faults were logged in the logfile as a result of the defective component. The nature of the malfunction indicated to a defective esm board. The technician on site replaced the esm board (part n° msp161658) which solved the issue. The root cause of the event was confirmed to be a defective esm board. The device works as intended again.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device having a frozen display and the ventilator device doesn't react on the touch buttons. This occurrence was noticed during patient ventilation. An intermittent alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton medical ag. The instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There was need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.